Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the atrial output connector, lower case, and one control knob are broken. Analysis also found the upper case is dented, keyboard is scratched, and serial number label is damaged. Ring cover, both bail covers, ring, and both bails are missing. (B)(4).